Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) (B)(4) on behalf of the patient alleging that the patient¿s onetouch verio iq meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on additional information obtained during a follow up call with the patient. The patient stated that the alleged inaccuracy occurred at 7:17am on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿247mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages their diabetes by self-adjusting their insulin dosage and as a result of the alleged inaccurately high subject meter result they increased their humalog dosage from 22 to 30 units at 7:20am. The patient informed the customer service representative during a follow up call that at 7:45am the same morning they developed symptoms of ¿lack of consciousness, rapid eye movements and non-responsive¿; symptoms which they associated with low blood glucose levels. The patient reportedly was able to self-treat, in an unspecified manner, after experiencing these symptoms. At the time of troubleshooting the csr noted the unit of measure was set correctly on the subject meter. The patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.